Manufacturer narrative:
The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The user reported infection at insertion site with symptoms of sharp pain. The user reported an infection on the sensor removal site, with symptoms of swelling, redness, sensitivity to touch, and slight discoloration, which was confirmed as an infection by the hcp.the user reported an infection on the sensor site, with symptoms of itchiness and discharge from the incision site, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared 2 weeks after the sensor insertion on (B)(6) 2024. The user's hcp was aware of the event and no medication was prescribed but the user had been treating himself with antibiotics.

Event description:
Senseonics was made aware of an incident where user reported an infection on the sensor site, with symptoms of itchiness and discharge from the incision site, which was confirmed as an infection by the hcp. According to the user, the symptoms first appeared 2 weeks after the sensor insertion on (B)(6) 2024. The user's hcp was aware of the event and no medication was prescribed but the user had been treating himself with antibiotics.